Manufacturer narrative:
Arjo was notified about an event with involvement of miranti hygiene lift. It was reported by the customer facility, that when the resident was being bathed and the facility staff was bringing hand bar (security handle consisting of side guard and patient security grip) around, it came off, dropped and hit the resident in the head. According to the received information the patient sustained slight bruise above left eyebrow which cleared up in a day. At time of the arjo's representative visit at the facility there was no visible bruise. The involved device was removed from use and evaluated by the arjo representative. According to the results of inspection, the lift was in good condition and fully functional. Upon check of the security handle it was found that one of two screws (connecting bushing with arm, placed in the socket inside the lift pillar) was broken off, but as per the performed inspection the arm did not appear loose in the socket. Miranti is intended for lifting and transferring adult residents to and from a bathroom in a care facility and to be used in an assisted bathing process. It must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). This lift is equipped with the side guard, which prevents the patient falling to the side and the patient security grip, which the patient can hold, are integrated in a hinged bar (security handle). The security handle with bushing (approximately 17 centimeters of handles length) is mounted in socket inside the miranti's pillar. The bushing on handle has a pin which guides the arm within the socket and prevents from its detachment when it is not in intended position for this action. The miranti instructions for use (04.ce.02_17, delivered with the claimed device) includes information on how the security handle (hand grip and side guard) should be used together with supporting illustrations. The IFU in "cleaning and disinfection instructions" section provides the information that the patient security handle should be removed for this procedure and it includes graphic instructions how it can be done. The miranti lift bath trolley is subject to wear and tear, and the following actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that "care and preventive maintenance" section of manual provides preventive maintenance schedule including caregiver obligations related also to weekly checks of patient security grip: "check attachment and locking of side guard and patient security grip. All attachments shall shape-in firmly into all positions." Moreover, it is recommended for user to follow guidelines on actions that shall be carried out before every use of device: "1. Check that all parts are in place. Compare to parts designation page" 2. If any part is missing or damaged - do not use the product" based on the collected information it appears probable that the security handle came off as it was accidentally pulled off from the socket or it was wrongly installed after it was removed e.g. For disinfection purposes as per the IFU guidelines, which allowed it to detach upon operation. In summary, according to the gathered information the miranti lift was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device the handle came off the socket and had broken screw. This complaint was decided to be reported to the regulatory authorities in abundance of caution due to indication of an injury occurrence.

Manufacturer narrative:
The involved device was removed from use and evaluated by the arjo representative. According to the results of inspection, the lift was in good condition and fully functional. Upon check of the hand bar it was found that one pin was broken off. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of miranti hygiene lift. It was reported by the customer facility, that when the resident was being bathed and the facility staff was bringing hand bar around, it came off, dropped and hit the resident in the head. According to the received information the patient sustained slight bruise above left eyebrow which cleared up in a day. At time of the arjo's representative at the facility there was no visible bruise.